Manufacturer narrative:
The device is expected to be returned for analysis, however, it has not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline did not open. It was reported that during the procedure, the pipeline flex smoothly exited the protective sheath. The device was advanced through the microcatheter without issue. At deployment, the distal and mid portions reportedly did not open -- a twist was observed in the braid. The pipeline flex was alleged to have continued to twist and would not properly open for appropriate wall apposition. The device was resheathed 2-3 times, repositioned, and re-deployed, which did not resolve the twist. The device was removed. Afterward, a new pipeline flex + microcatheter 027 were used without issue. The patient was undergoing treatment for an aneurysm in the internal carotid artery, it was saccular and unruptured. The max diameter was 6mm. The distal landing zone was 4.61mm and the proximal was 4.8mm. The anatomy was normal in tortuosity. There was not patient injury. The devices were all prepared per the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex and microcatheter were returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal and proximal ends of the pipeline flex braid were found fully opened with severely frayed. In addition, the middle section of the pipeline braid appeared to be fully opened with no damage. No defects were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the reports of failure to open at the distal end and failure to open at the middle section could not be confirmed. The event cause could not be determined as the returned pipeline flex braid was found fully opened with severely frayed at both ends. It is possible that the damaged braid may have contributed to the reported issues. The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely opposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.